Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for evaluation; however, b. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: the alarm is sounding more frequently and when the nurses check the pump it says something about an air bubble. Detailed inquiry description: I rounded in the ICU this morning and they report this is a huge concern for them. A new nurse in orientation told me that his preceptor spent 50% of his time last night chasing alarms and changing the tubing. I am concerned with multiple drips that the staff are occupied with the pump instead of their critical patients. No injury reported.